Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the ventilators touchscreen would not pass calibration and the top portion of the screen did not work. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and advised that there was no damage or residue on the touchscreen. The customer was going to attempt to reload software and see if that resolves the issue. The customer was also provided with part number of the touchscreen.